Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the device did not fire and the blade portion did not cut after the surgeon closed the reload and fired the device; the issue remained the same even after multiple tries. A new handle was used to resolve the issue. Another reload previously used with the faulty handle partially fired when the surgeon tried firing it again. A new reload was used to resolve the issue.